Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated? Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-02, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving dilaudid 15mg/ml at 8.196 mg/day via an implantable pump for non-malignant pain and post lumber laminectomy syndrome. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the pump was interrogated and the logs showed a motor stall occurred on (B)(6) 2016 at 21:57 with a stopped pump period may exceed tube set on (B)(6) 2016 at 21:57. The pump recovered on (B)(6) 2016 at 15:32 (it was also reported that a motor stall occurred on (B)(6) 2016 at 00:23). The patient did not have a magnetic resonance imaging (MRI) and was not around any electromagnetic interference (emi). The patient experienced severe nausea, a return of pain and diarrhea. The patient did hear an alarm. The patient was supplemented with oral medication in between replacing the pump. On (B)(6) 2016, the pump was replaced. As of 2016-06-03, the issue was resolved. The patient's status was alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.